Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not remain powered on using ac or dc power.  The device would initially power on, but then turn off almost immediately.  The biomedical engineer further advised that this occurred during testing and was duplicated using multiple batteries.   There was no patient use associated with the reported event.